Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Corrected method, result, and conclusion codes.

Manufacturer narrative:
Corrected method, result, and conclusion codes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available status report for the period from the beginning of october 2018 until 28-may-2019 showed stable pacing threshold around 1v, slightly fluctuating sensing amplitude between 7mv and 10mv and stable pacing impedance (around 400ohms) as well as the shock impedance (approx. 50ohms). The available iegm freeze showed oversensing on the rv channel, inappropriate charging and synchronous artifacts in farfield, which is consistent with the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approximately 83 months after the implantation oversensing occurred which was reproducible in a clinic setting. The lead does not appear to have been explanted or replaced at this time. Should additional information become available, this file will be updated.